Manufacturer narrative:
No malfunction suspected. The end user was not exercising caution by operating the power wheelchair at the end of the sidewalk and the end user drove the power wheelchair into a dip and fell. Hoveround's owner's manual warns "driving on soft and/or uneven surfaces increases the chances of a collision or fall from the seat due to loss of control or tip-over and can result in serious injury or death. Avoid driving on these surfaces."

Event description:
The end user stated while operating their power wheelchair outdoors, the end user drove off over a dip in the sidewalk and fell.